Manufacturer narrative:
Correction h6: medical device problem codes: added a0501 (omitted on initial). The device was received for evaluation. A visual inspection was done which observed that one coupler ring was no longer in the jaw assembly and was free floating in the tray along with the jaw assembly and white protective holder. The investigation performed on the 2.0mm jaw assembly showed signs of use (dried blood) on the jaw assembly. Visual inspection of the 2.0mm coupler ring not in the jaw assembly showed signs of manipulation with a surgical instrument and the coupler ring had five (5) visible coupler pins which is consistent with the reported condition that one ¿pin fell out¿ of the ring. The coupler ring had visible manipulation marks at the location where the sixth coupler pin should have been. Functional testing was not performed. The reported condition of missing pin was verified, however, the reported condition of bent pin could not be verified as the pin was not present. The cause of the condition could not be determined. However, a potential cause could be that manipulation of the coupler pin or ring to improve the pins alleged reported ¿bent¿ position caused the pin to detach from the ring. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of a 2.0 mm coupler appeared bent and subsequently "fell out". The issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.